Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the power supply. All functional and safety checks were met to the factory specifications performed. The fse is currently testing the unit to clear for clinical use. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during routine check the cs100 intra-aortic balloon pump (iabp) would shut off intermittently. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
After many hours running on a test intra-aortic balloon (iab), the fse observed no errors and confirmed the iabp unit was working ok. The iabp unit was handed over the the customer and cleared for use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Additional information: e1 (B)(6). Corrected fields: h6(health effect ¿ clinical code).